Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they are experiencing air-in-line alarms without visible air noted in the IV set. To troubleshoot clinician will remove the IV set and wipe the area between the upper and lower pressure sensor and the IV set with a saline wipe.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of air in line. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.